Event description:
It was reported that the ilet user reached a blood glucose of 201 mg/dl during a supply change, became disconnected from the ilet pump for a little over 10 minutes, and believed the pump was not working due to difficulty returning to the fill tubing process; troubleshooting and education were provided, and the user successfully reconnected to the pump with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and a plan for the user to self-monitor and call back if glucose did not trend down. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed user difficulty with the fill tubing workflow and not reverting to alternative therapy once ilet stopped dosing/ disconnected. Normal function resumed after guidance. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pump workflow during supply change.

Manufacturer narrative:
Initial.